Event description:
It was reported that the customer experienced a high blood glucose level of 366 mg/dl. The customer lowered his blood glucose level with a manual injection. He was hyperglycemic and there was blood at the insertion site. While troubleshooting two air bubbles were found in the tubing. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).